Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The surgeon notes the patient is happy with her current postop state 3 months; with 20/15 uncorrected vision; no pigment dispersion; iop is normal; and the angle is narrow but open. The surgeon indicated that the vault is about 1200. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.